Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 360 mg/dl at the time of the event and patient got treated with intravenous (IV) drip at the hospital and patient took bolus via a pump itself to resolve the issue. The duration of hospitalization was greater than 24 hours. Patient has experienced the symptoms of sick/unwell, weakness, and vomiting. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010290, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010290 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 16-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is require for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.